Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving he parinized saline (1250u/ml at an unknown dose ) via intrathecal drug delivery pump. The indication for use was noted as cancer chemotherapy. It was reported that the pump was implanted on (B)(6) 2018 for chemotherapy and was filled with 20cc with a 2 week refill interval schedule. The pump was in stopped pump mode for 360 hours and 36 minutes as of (B)(6) 2018. There were still 20cc of saline in the reservoir. No symptoms were reported. Per the pump logs, the pump was updated successfully the first time on (B)(6) 2018, however there was a second update on (B)(6) 2018 that was not complete, therefore caused the pump to go into the stopped mode. On (B)(6) 2018 , it was reviewed to update the pump successfully and the manufacturer representative was on the way to give assistance. Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the clinician programmer was used in the attempted programming of the pump. The clinician programmer serial number was unknown (belonged to hospital). The incomplete update was due to human error by the chemotherapy nurse who refilled the pump. No further information was available. There were no further complications reported at this time.